Event description:
It was reported that the atrial lead exhibited high impedance, no capture and noise. The device was removed from the pocket and it was discovered that the atrial pin was not fully seated. All testing of the lead was within normal range. The lead was visually inspected with fluoroscopy and no abnormalities were detected. The lead was placed back into the atrial port and was fully seated. The lead was once again checked with no issue and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.